Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by a facility representative via email that an ar-2323bcc biocomposite swivelock was implanted in a patient on (B)(6) 2024 during an rcr procedure. The patient developed a postoperative infection. No additional information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received on 12/19/2024: on (B)(6)2024, the patient reported stabbing pain; however, no signs of infection. On (B)(6)2024, the patient reported sweats, darker-colored urine, anxiety, and depression flare-ups. On (B)(6)2024, the patient reported redness around the rotator cuff incision and a bulge in the bicep. The patient was prescribed cephalexin and underwent an incision and drainage procedure. Additional information received on 1/7/2025: on (B)(6)2024, the patient underwent an incision and drainage procedure with placement of a wound vacuum. The wound vacuum was removed on (B)(6)2024, and the patient was placed on daptomycin antibiotics. On (B)(6) 2024, the sutures were removed, and it was noted a scant serous drainage from the suture site. There was no sign of infection.